Event description:
Patient underwent total hip arthroplasty with trocar cable in 2000. Four days postoperative, cable released from capture sleeve. Additional surgery in 2000, removed components and implanted four additional cable/sleeves.